Event description:
It was reported to olympus that the angulation was reduced on the evis lucera elite colonovideoscope. Upon inspection and testing, foreign matter was found in the nozzle. There were no reports of patient harm associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the findings reported in the event section, the following faults were identified: the angle wires were stretched/up/down knob damaged/ friction plate deteriorated and lastly, cracked adhesive on rubber. The investigation is ongoing and a follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide by the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause for this issue was not established. However, it is probable that the foreign material which was larger than the inner diameter of the air/water nozzle, entered through the air/water channel, which resulted in clogging. The cause of entering of the foreign material was unable to be specified since detailed information of handling was unavailable. Olympus will continue to monitor field performance for this device.